Manufacturer narrative:
D2b. Medical device type: jka. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® push button blood collection set, an unspecified number of needles do not retract into the safety shield, leaving the contaminated needle exposed. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary : bd had not received any samples for investigation. A total of 30 retained samples were subjected to functional tests, and all samples passed testing for IV needle retraction and lockout. All process and final inspections comply with specification requirements. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: retraction issue. Based on a review of batch records and investigation results, no root cause from manufacturing was identified as a contributor. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using the bd vacutainer® push button blood collection set, an unspecified number of needles do not retract into the safety shield, leaving the contaminated needle exposed. No adverse impact was reported regarding the patient or user.